Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated he device and confirmed the bootup issue. The device needs a processor pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails to bootup.